Event description:
It was reported that the power cord was cut, potentially exposing bare wires. No patient involvement, adverse consequence, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015. This medwatch is being submitted late because it was identified during the integration and remediation activities initiated by stryker medical in conjunction with this acquisition.